Event description:
Received daily antibiotic via PICC line from 2007 to 2008. In 2008, he was seen in ER with shortness of breath. Blood culture drawn that day, showed serratia marcescens. His PICC line has been flushed daily with the recalled saline flush. Dose or amount: 10ml, frequency: daily, route: IV. Dates of use: 2007 - 2008. Diagnosis or reason for use: osteomyelitis.